Manufacturer narrative:
A medtronic rep trained the surgeon in proper perc pin technique for mis tlif o-arm case. Surgery was attended by a medtronic rep for that surgeon's first o-arm spine case. Software has not been evaluated as of the date of this report.

Event description:
A medtronic rep reported that while in a spine procedure, the surgeon did not feel comfortable with the accuracy after the first spin. The surgeon moved the frame, then moved it back and successfully verified the accuracy; confirmed everything was accurate with fluoro images and was accurate with the remainder of the spins for the case. The procedure was completed successfully using the stealthstation s7 system. There was no impact on the pt outcome.